Event description:
A male patient contacted customer support to report that the charge is not charging the batteries. He stated that the connection from the power brick to the back of the charger foot is loose. Support sent the patient a replacement charger.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem was confirmed. Battery charger was tested and found to have a loose power connection between the charger and the power brick. The part was repaired, retested and returned to stock. The root cause of the batteries not charging completely was probably due to the loose power connection. The loose power connection was causing intermittent power to the power to the charger causing the batteries to not charge completely. No adverse event resulted from the faulty battery charger. The patient received a replacement battery charger.